Event description:
It was reported that customer had low blood glucose and had broken belt clip. Customer's blood glucose was 35 mg/dl. Customer stated she ate 2 chocolates and took 2 glucose tablets to treat low blood glucose. Customer recent blood glucose was 150 mg/dl. The customer was advised that belt clip would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.